Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose was 114 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.